Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer had symptoms such as extreme dehydration and treated with bolus from the pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer reported no delivery alarm. Customer was able to clear the alarm after troubleshooting. The product was not returned for analysis.